Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: on insertion of the cannula into a patient's vein blood leaked from the extension set of the device. Then realized that the air vent had detached and was still in the packet. Cannulation was however successful, therefore they did not remove from the patient for return. For this reason they have returned the packet and the air vent only for this device.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9122657 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To further investigate this issue, one physical sample was returned for evaluation by our quality engineer team. The loose vent plug most likely resulted during the transportation process of the product. Through examination of the sample, the vent plug was observed separated from the connecting component. It is important to note that the vent plug is not checked for tightness during the manufacturing process. Per the instructions for use, the nexiva product should be inspected by the user to ensure that the vent plug is secure prior to use. At this time, further action within the manufacturing process has not been determined necessary by our quality team.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: on insertion of the cannula into a patient's vein blood leaked from the extension set of the device. Then realized that the air vent had detached and was still in the packet. Cannulation was however successful, therefore they did not remove from the patient for return. For this reason they have returned the packet and the air vent only for this device.